Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 9f amplatzer talisman delivery system was selected for use to implant an unknown sized amplatzer pfo occluder. The delivery system had difficulty inserting into the access site at the femoral area. The delivery system was removed from the patient and it was observed that the tip of the system was flared; the physician alleged that excessive force was the cause of the flaring. The tip was not torn/ripped. A new 9f amplatzer talisman delivery system was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure and no clinically significant prolonged procedure was reported. No patient consequences were reported.

Manufacturer narrative:
An event of difficulty inserting into the access site and material deformation was reported. The size occluder being used was not reported, so confirmation that the correct sized delivery system was used could not be done. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported event of difficulty inserting could not be determined. However, it was noted that excessive force was the cause of flaring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.